Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient was not seen in clinic, however performed a remote interrogation. No anomalies were noted on the transmissions. There were no stored ventricular episodes and the electrogram (egm) showed atrial sense/ventricular pace. The patient has been feeling well since the syncopal episode.